Event description:
The doctor claims that the graft was implanted as part of an ascending aorta replacement of type a dissection. Post-operatively, on the same day, the pt developed a fever that lasted for more than 21 days post-op. The fever was as high as 38.0 degrees c, with elevated eosinophils and globulin level, but no elevation of wbc and neutrophils, therefore, the doctor suspected drug allergy. The doctor states that although no anti-inflammatory, or antipyretic drug had been administered, steroid had been administered to the pt. The doctor believes that the fever might have resulted either from "grf" glue or bolheal or blood transfusion or the graft (actual cause is unknown). The graft was left in. The pt is not doing well.